Event description:
The customer reported the ventilator went vent inop and alarmed while in normal ventilation due to an exhalation motor error. The device was in use on a patient , the customer reported no patient harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The customers biomed reported the exhalation valve was replaced and the unit has been returned to use.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.